Manufacturer narrative:
A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported from nurse who alleged that the power glide sheared during placement at the patient's home. Nurse stated that the patient was taken by ambulance to the nearest hospital for removal of a 3cm section. Device was reported to have been removed successfully. The nurse said she had met resistance and when trying to pull the catheter back she met more resistance just before the catheter sheared.